Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the unit and performed full preventative maintenance (pm) service on the iabp unit but was not able to duplicate the reported issue and was unable to find any measurements out of calibration. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was not calibrated properly and having issues. It is unknown under which circumstances this event occurred or if a patient was involved; however, there was no adverse event reported.